Manufacturer narrative:
As reported, post implant of ventrio st mesh the patient experienced adverse symptoms resulting in subsequent mesh removal. The information provided is limited and does not help to determine root cause for the patient¿s postoperative course, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Adhesions and fistula formation are known inherent risks of surgery and are identified as possible complications in the adverse reactions section of the instructions-for-use, supplied with the device. Note, the documented date of event (01-mar-2024) is considered to be a best estimate. Addendum: h11: this supplemental MDR is submitted to correct the imdrf annex b code. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: h6 (imdrf annex b grid) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported the case was a woman in her 80s. Thirteen (13) years ago she underwent an open sigmoid colon resection for sigmoid colon cancer and five (5) years ago, presented with an abdominal wall scar hernia. Open abdominal wall scar hernia repair was performed, and the patient was implanted with a ventrio st mesh. Four (4) months later redness, pain, and leakage of intestinal fluid from the wound were observed. Conservative treatment, including antimicrobials, failed to improve the situation. Abdominal wall resection including mesh was performed. Reportedly the mesh was adherent to the small intestine and formed a fistula.

Manufacturer narrative:
As reported, post implant of ventrio st mesh the patient experienced adverse symptoms resulting in subsequent mesh removal. The information provided is limited and does not help to determine root cause for the patient¿s postoperative course, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Adhesions and fistula formation are known inherent risks of surgery and are identified as possible complications in the adverse reactions section of the instructions-for-use, supplied with the device. Note, the documented date of event (01-mar-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported the case was a woman in her 80s. Thirteen (13) years ago she underwent an open sigmoid colon resection for sigmoid colon cancer and five (5) years ago, presented with an abdominal wall scar hernia. Open abdominal wall scar hernia repair was performed, and the patient was implanted with a ventrio st mesh. Four (4) months later redness, pain, and leakage of intestinal fluid from the wound were observed. Conservative treatment, including antimicrobials, failed to improve the situation. Abdominal wall resection including mesh was performed. Reportedly the mesh was adherent to the small intestine and formed a fistula.